Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/essure seen outside the tube, partially adhere to the right ovary') and uterine haemorrhage ('bleeding,abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion done with novasure ablation and d and c". The patient's medical history included cystocele, uterine prolapse and cervical dysplasia. Concurrent conditions included breast tenderness, eye pain, depressive disorder, herpes labialis, skin lesion, acute sinusitis, dizziness, obesity, benign paroxysmal positional vertigo, abdominal pain, motion sickness, anemia, vaginal bleeding, motion sickness, uterine bleeding, uterine leiomyoma, acute sinusitis, headache, vaginitis and hyperlipidemia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), anaemia ("anemia") and migraine ("migraines"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, uterine haemorrhage, pelvic pain, dysmenorrhoea, fatigue, anaemia and migraine outcome was unknown. The reporter considered anaemia, dysmenorrhoea, fatigue, migraine, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/essure seen outside the tube, partially adhere to the right ovary') and uterine haemorrhage ('bleeding,abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion done with novasure ablation and d and c". The patient's medical history included cystocele, uterine prolapse and cervical dysplasia. Concurrent conditions included breast tenderness, eye pain, depressive disorder, (B)(6), skin lesion, acute sinusitis, dizziness, obesity, benign paroxysmal positional vertigo, abdominal pain, motion sickness, anemia, vaginal bleeding, motion sickness, uterine bleeding, uterine leiomyoma, acute sinusitis, headache, vaginitis and hyperlipidemia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), anaemia ("anemia") and migraine ("migraines"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, uterine haemorrhage, pelvic pain, dysmenorrhoea, fatigue, anaemia and migraine outcome was unknown. The reporter considered anaemia, dysmenorrhoea, fatigue, migraine, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.